Manufacturer narrative:
Per the tandem user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received a resume insulin alarm. The customer's blood glucose level was 368 mg/dl and was addressed with a correction bolus. Tandem technical support reviewed the function of the resume pump alarm with the customer.